Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The customer¿s reported problem, cassette sensor defective, was verified by visual inspection and functional testing. The cause of the device issue was a bad latch lock sensor, changed the latch lock sensor to correct the reported problem. Device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported, "cassette sensor defective." There was no patient involvement.